Event description:
It was reported that a patient presented with loss of right ventricular capture noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.